Event description:
Sleeve did not slide over needle correctly resulting in tearing of liver. The needle was in place in the liver but when the dr attempted to advance the cannula over the stylet, it would not slide. The needle was removed from pt without the cannula over it resulting in a laceration of the liver causing excessive bleeding. The dr was able to control the bleeding and the surgery was completed without any additional complications.